Event description:
This solicited device case was received from a company sponsored study (B)(6) on (B)(6) 2014 and (B)(6) 2014 (both info were processed together with significant clock start date of (B)(6) 2014) from an orthopedist via a marketing partner (B)(6). Pt ID: (B)(6); country: (B)(6). Study title: post marketing study involving synvisc. This case concerns a (B)(6) female pt who developed swelling and fluid retention (joint effusion) after receiving treatment with synvisc injection. Past drug included triamcinolone acetonide (kenacort-a) injection into left knee and kinesitherapy in 2012 (within 3 months before the start of synvisc injection). Concomitant medication included celecoxib2 for less than one year). No med history was provided. It was reported that the pt had no allergy. On (B)(6) 2012, the pt received treatment with intra-articular synvisc injection, at a dose of 02 ml, of the first course (batch/lot number and expiration date: unk) into left knee for gonarthrosis. It was reported that prior to the injection, gonarthrosis was mild in severity, and a small amount of fluid retention was noted (not removed). On (B)(6) 2012, the pt developed mild swelling and mild fluid retention following which treatment with synvisc injection was discontinued. The same day, pt received treatment with triamcinolone (kenacort) injection. On (B)(6) 2012, the pt underwent arthrocentesis in the left knee for the fluid retention in which 15 ml of serous fluid was aspirated. On (B)(6) 2012, both the events resolved. Action taken: permanently discontinued.

Manufacturer narrative:
Outcome: recovered/resolved for both events. A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Swelling (swelling): reporting investigator's causality assessment: highly probably. Company causality: associated. Fluid retention (joint effusion): reporting investigator's causality assessment: highly probable. Company causality: associated. Seriousness criterion: required intervention for both events. Reporting investigator's comment: no other possible factors for the events were identified. The causal relationship between synvisc and the event was considered highly probable because the events developed 2 days after the injection of synvisc and resolved in three days with joint injection of steroid (triamcinolone). The study observation period was less than one year because the treatment was switched to another drug (steroid, triamcinolone) on (B)(6) 2012. Pharmacovigilance comment: (B)(6) company comment dated (B)(6) 2014: in this case, the causal role of synvisc cannot be excluded for the occurrence of the event of swelling, however, the lack of info regarding the underlying med history and the concomitant medications used by the pt precludes the complete case assessment.